Event description:
The patient claims that the graft was implanted in 1996, for an abdominal aortic aneurysm (aaa) repair. In 2003, the patient learned that another aaa was growing slightly lower than that of the initial aneurysm. This second diagnosis is the result of a catscan done in 2003. The patient has no symptoms. As of event day, patient has not received any treatment as the result of the second diagnosis.